Event description:
It was reported that during decontamination or sterilization processing, the cutter tray had physical damage. The ratchet handle was able to perform the up and down motion, and it was not stuck on the mesher. During product evaluation, it was found that the comb was damaged. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have a damaged comb. The device passed the sample mesh test. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.